Manufacturer narrative:
Occupation: professor. PMA/510k #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, the basket of an ntrap stone entrapment and extraction device did not open in the proper shape of a basket. The device was tested prior to making contact with the patient, and it was not used. The procedure was completed with another device. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, the basket of an ntrap stone entrapment and extraction device did not open in the proper shape of a basket. The device was tested prior to making contact with the patient, and it was not used. The procedure was completed with another device. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient due to this occurrence. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. The device was returned for investigation without the handle. The basket formation was in the closed position. A function test determined that the basket formation could not be manually actuated; the basket assembly appeared stuck in the basket sheath. Relevant measurements were taken and determined to be within specification. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Reviews of the manufacturing instructions and quality control procedure were also conducted. All extractors are 100% verified to assure the basket opens and closes properly. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution the following: precautions: users should be familiar with and experienced in urological endoscopic surgery. Assess calculi or other foreign bodies prior to instrument deployment to ensure that object is not too large to be removed through the anatomy. If resistance is encountered while attempting to remove calculi or other foreign bodies, release the object. Do not exert excessive force on the device. Due to the asymmetric nature of the ntrap, do not torque or rotate the device in vivo. Enclose device is sheath before removing from tray/holder. Based on the available information, cook has concluded that a cause for the reported difficulty could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.